Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 950 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and head/brain injury. It was reported during a routine refill on the date of this report the hcp was able to aspirate the expected 6ml, but noted a "vacuum" more significant than usual. The hcp noted the pump was refilled with 20ml. Proper needle orientation was confirmed and the proper refill kit was being used. The hcp would consider bringing the patient back on (B)(6) 2016 to take a lateral x-ray of the pump to view the reservoir volume. The hcp wanted to confirm at the patient was going out of town that weekend. The patient was doing fine with no therapy issues. Follow-up was being conducted to obtain the cause of the "vacuum" more significant than usual when aspirating the pump and results of the x-ray. If additional information is received, a follow-up report will be sent.